Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer opened another box and 2 of the catheters were damaged , 1 had a burst packet, still appeared to be filled with fluid , water showing inside the catheter and 1 catheter had significant kinks , one end was 3 inches off the table when laid flat.

Manufacturer narrative:
The reported event is confirmed manufacturing related as the water packet was not sealed. Visual evaluation noted received three (3) magic3 intermittent catheter in original closed packaging. Although an exact root cause could not be determined a potential root cause could be: lack / incorrect instructions for loading components to cavity, lack of operator training a review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer opened another box and 2 of the catheters were damaged, 1 had a burst packet, still appeared to be filled with fluid, water showing inside the catheter and 1 catheter had significant kinks ), one end was 3 inches off the table when laid flat.

Event description:
It was reported that the customer opened another box and 2 of the catheters were damaged , 1 had a burst packet, still appeared to be filled with fluid , water showing inside the catheter and 1 catheter had significant kinks , one end was 3 inches off the table when laid flat.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.